Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were concerns for short to shield. The log files were reviewed and showed that pump speeds below the low speed limit (lsl) on (B)(6) 2025 were all due to the set speed being adjusted below the lsl temporarily. The log file captured low flow events on (B)(6) 2025. There did not appear to be any device issues causing these events. A low battery hazard on (B)(6) 2025 was caused by a poor connection between the battery and battery clip on the white system controller lead.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. Review of the submitted log file captured events from 15feb2025 through 19feb2025. No notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and patient handbook, rev. A, are currently available. Although no device related issues were reported by the account, the IFU sections 6 and 8 of the IFU as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged), their equipment is not functioning as usual, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.